Manufacturer narrative:
It was reported that the patient was experiencing critical battery alarms. The battery was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the device failed visual inspection due to a tear on the output cable. This is an additional observation not related to reported event and most likely due to the handling of the device. Additionally, the device failed functional testing due to abnormal max error and erroneous cycle count. These observations are indicative of communication errors. The controller in use during the reported event did not have the smr software upgrade. Log file analysis revealed multiple critical battery alarms involving (B)(4). In each instance, the battery went from a high relative state of charge (rsoc) to 0% rsoc and back to previous rsoc values. This observation is also related to communication errors between the controller and battery. The most likely root cause of the reported event can be attributed to a communication errors between the controller and battery. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced several critical battery alarms associated with one of their batteries. The battery was exchanged with no reported patient consequences. No further information was provided.